Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material#309628. Lot# 4114164, 4075919. Date of occurrence (mm/dd/year): (B)(6) 2025. Patent impact: non-serious as patient missed the dose. Was someone (patient, health care worker, etc.) Affected/harmed? Yes/no. Indicate the impact/harm: no drug administration. It was reported that "a nurse didn¿t succeed injection. There was a leak in the syringe dedicated to injection. Perform a batch record review and reserve sample inspection assessment for the issue coded as syringe damaged/defective

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the technical and electrical logs and production database were reviewed for both packaging batches and all sub-assembly batches. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 4075919 & 4075919 are considered in compliance with our product specification requirements.